Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation of the reported component missing is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 implantable port allegedly experienced component missing. The information was received from a single source. This malfunction did not involve a patient as there was no patient contact. Patients' age, weight and gender were not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 implantable port allegedly experienced component missing. The information was received from a single source. This malfunction did not involve a patient as there was no patient contact. Patients' age, weight and gender were not provided.